Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing appeared to be cut near the connection to the back end of the hub, and blood leaked from the damaged area during use. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "on the 367324, bd push button wing set, the tubing seems to be cut where it connects to the back-end of the hub of the wing set. When a healthcare worker try to collect blood from a patient, blood leaks from this cut or separation of the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing appeared to be cut near the connection to the back end of the hub, and blood leaked from the damaged area during use. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "on the 367324, bd push button wing set, the tubing seems to be cut where it connects to the back-end of the hub of the wing set. When a healthcare worker try to collect blood from a patient, blood leaks from this cut or separation of the tubing."